Manufacturer narrative:
The customer¿s report of check valve failure was not confirmed. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in no air bubbles or fluid was observed going into the primary bag. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant medical products: baxter 1000ml bag 5% dextrose, ndc (B)(4), lot y011320, exp: aug 2017; baxter 100ml bag cefazolin injection, ndc (B)(4); non-cfn extension set, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a suspected check valve failure after a secondary infusion of zosyn 3.375 grams/50 ml intended to run at 12.5 ml /hr. Completed with a volume in the primary normal saline bag in excess of what was expected. The practice is to hang a bag of normal saline 250 ml as a primary and piggy back the antibiotic into the primary. The primary is used to flush with approximately 30 ml when the secondary completes and the bag is used for 24 hours. The patient had received two doses of zosyn prior to the event; the expected volume for this flushing would have been approximately 100 ml. The volume in the normal saline bag was 260 ml at the conclusion of the event leading the customer to believe the secondary infusion flowed into the primary bag. The devices were evaluated in the biomed department and passed asm testing. The customer is requesting an investigation to confirm the programming and rule out a check valve failure. There was no report of patient harm.